Manufacturer narrative:
Based on the current information provided, the extent in which the ion system was used and potentially caused/contributed to the event remains unknown. While the physician indicated that the ion system was not used for the procedure, an isi representative indicated that they were present for the reported event which was reported to have occurred during an ion endoluminal lung biopsy procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. No images or video footage were provided for isi¿s evaluation. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, bleeding was observed which resulted in an hour delay. Epinephrine was administered to resolve the bleeding. At this time, it is unknown as to what extent the ion system possibly caused or contributed to the reported complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, bleeding in the airway occurred. The physician spent an hour looking for the location of the bleeding. The bleeding was described to be minor and was stopped with epinephrine. The physician reported that they were not sure if the bleed was caused by the ion system or the bronchial scope they had used. No further issues occurred and the procedure was completed. On (B)(6) 2021, intuitive surgical, inc. (Isi) followed-up with the physician and the following additional information was obtained about the complaint: the physician reported that they did not use the ion system during this procedure as they could not cannulate the airway. The physician said they have nothing to report.